Event description:
Customer states the active s system produced an undosed result of lo (less than 10 mg/dl). The customer reportedly obtained blood glucose result of 79 mg/dl within 10 minutes of the undosed result of lo. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.